Manufacturer narrative:
Product analysis: the external pulse generator (epg) failed incoming testing. The battery contacts were contaminated. The battery contacts were cleaned and the main board was calibrated. The device passed final functional and system tests. No other anomalies were found. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer was returned for service due to an unknown failure. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) was returned for service due to an unknown failure. No patient complications have been reported as a result of this event.